Event description:
The customer reported cannot boot up. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.